Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: all available information was investigated and the reported clip actuation issue was confirmed. Additionally, during device testing the clip jumped open. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the returned device analysis and the information reviewed, a definitive cause for the reported clip actuation issue, including the clip jumping open, could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the clip jumped open during returned device analysis. It was reported that during preparation of the clip delivery system (cds), after establishing final arm angle, the clip would not open on the first attempt. The lock lever was retracted fully, slightly beyond blue line, but the clip did not open. The device was not used in the anatomy, and was replaced. There was no clinically significant delay in the procedure. Returned device analysis found that the clip jumped open. No additional information was provided.